Manufacturer narrative:
Confirmed that (qty 4) bags were mislabeled, and that infant bags were installed as opposed to the required adult bags. Further investigation will be done in the non-conformance.

Event description:
The customer alleges that "incorrect labeling on box." No other details were provided and no patient injury/harm reported.